Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that starting in 2013 the patient felt unexpected stimulation during the night. They stated that the therapy was not effective and they ¿had many problems with it¿. They stated that getting in contact with a rep was very difficult and there was ¿no communication¿. The patient stated that because of the unexpected stimulation and the lack of help from the rep they had their inss explanted in 2013 (exact date unknown). The patient indicated that the leads were still in their body.